Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when post sensed t wave oversensing was observed. Reprogramming was recommended.

Manufacturer narrative:
(B)(4).